Event description:
It was reported that the programmer displayed an error message. Cycling the power to the programmer did not clear the error, nor did running the 2090 service diskette. The programmer was sent in for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, analysis found that the device powers up as required, there was a broken tab on the power cord bay door and the system fan was noisy.